Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was hospitalized for the event. On the same date as hospitalization, the patient began treatment with 2 grams of vancomycin, once every fourth day (route was not reported) and 1 gram of fortum (frequency and route was not reported). At the time of this report, the antibiotic treatments were ongoing and the patient was recovering from the event. It was not reported if peritoneal dialysis therapy was ongoing. No additional information is available.